Event description:
Plaintiff reports initial bilateral implantation 6/19/75 with explant 12/17/82. Plaintiff adopts master petition filed in cause no. 92-16550; in re: master silicone breast implant file.